Event description:
It was reported that angio-seal evolution was selected for use post cardiac catheterization. Post procedure, an angiogram was performed, and the vessel was noted to be at least 4mm at the entry site with slight calcification. While pulling the device back, the anchor, collagen and suture came out intact. The skin opened significantly, and the femoral artery and vein were visible through the opening. Bleeding occurred, and manual pressure was held for one hour. The pt was taken to surgery. The surgeon stated that the artery was stable, but the bulk of the damage was sustained by the vein. The vein was repaired; however, the pt may need plastic surgery to repair the skin wound. The pt is doing well so far. No additional info was available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible, since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal instructions for use (IFU) state that if the device pulls out with the sheath upon withdrawal, apply manual or mechanical pressure, per standard procedure. Examine the device to ensure all absorbable components have been withdrawn. The angio-seal instructions for use state that if seeping of blood occurs after placing the angio-seal device, application of gentle digital pressure (one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses.